Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter's battery compartment was found to be contaminated, causing power issues. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: the reported issue was not confirmed; however, the noted secondary issue of battery compartment contamination which was documented in follow-up #1 was further investigated. The meter was found to have a battery leakage issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that starting on (B)(6) 2016, the meter would not always turn on and when it did turn on, it would shut-off at random times during use. The patient manages her diabetes with insulin pump therapy. She reported that because of the power issue, she was unable to test her blood glucose levels and continued to administer insulin based on the pump settings. She reported that on the evening of (B)(6) 2016, she developed symptoms of ¿dry mouth, excessive urination and ketoacidosis¿. She reported that on the afternoon of (B)(6) 2016, she went to the emergency room (ER) where a blood glucose result of ¿over 600 mg/dl¿ was obtained on the ER/hospital meter. She indicated that she was admitted to hospital and received IV fluids and an insulin drip from a healthcare professional. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient confirmed she had been using the correct test strips but she did not have the subject test strips available to insert into the meter at the time of the call to lfs. The patient inserted a test strip from a new vial into the meter and the meter powered on. The meter also turned on when the power button was pressed. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.